Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No crack on the pump case noted during physical inspection.

Event description:
The customer reported via phone call that there was crack in the actual insulin pump from top to bottom. The customer¿s blood glucose level was unknown. The reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was not performed. The device will be returned for analysis.